Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Small bal seal retaining post has broken off both artic surf trial.

Manufacturer narrative:
(B)(4). Examination of the returned device confirms the complaint; the articulation surface has fractured across the location peg root cause attributed to user error depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.